Manufacturer narrative:
Pump was received with missing serial number label, detached reservoir retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that dome lable sticker was missing. Customer's blood glucose was unknown. Insulin pump would be replaced.